Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had compromised force sensor system. The customer¿s blood glucose level was 300 mg/dl. The customer declined troubleshooting for high blood glucose. The customer reported that the alarm occurred while trying to fill the tubing. The customer reported that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.